Manufacturer narrative:
E2: health professional ¿ (blank). E3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had an unspecified image issue. It was unknown when the issue occurred. There were no reports of patient harm.

Event description:
It was reported the camera head had an unspecified image issue. It was unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A device history record review (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since no device was returned, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.